Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump does not alarm for downstream occlusion, which was reproduced during evaluation through troubleshooting of the device. The cause was determined to be an out of adjustment tubing guide gap. The tubing guide gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for downstream occlusion, it continued to run without actually infusing fluid. There was no known patient injury or medical intervention associated with this event. No additional information is available.